Event description:
It was reported that oct (optical coherence tomography) pullback was performed with a dragonfly imaging catheter in a very calcified and tortuous lesion in the left anterior descending coronary artery. It was very difficult to advance the dragonfly to reach the distal zone of the lesion with great pressure being made to progress the catheter due to the challenging anatomy. There was difficulty in retrieving the dragonfly from the guidewire. It was necessary to pull the dragonfly with the guidewire and the guide catheter together. The procedure went as planned with a stent implantation. There were no reported adverse patient effects and no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned devices. The reported difficulty advancing was unable to be confirmed due to the condition of the returned device. The difficulty removing was confirmed as the dragonfly catheter was frozen over the guidewire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed there is no indication of a lot specific quality product issue. The investigation determined that the difficulties were likely related to circumstances of the procedure. Based on the reported information and analysis of the returned product, the difficulty advancing was the result of challenging anatomical conditions, which were reported as heavily calcified and tortuous. It is likely that during advancing against resistance, damage to the dragonfly catheter occurred resulting in difficulty removing. As a result, it was necessary to remove the dragonfly and guidewire together. The noted torn and stretched guidewire exit notch was a result of the difficulty causing the guide wire to tear into the exit port. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: analysis of the returned device found that the guide wire exit notch (distal end of the catheter) was stretched and torn for a length of approximately 1.4cm.